Event description:
It was reported that during the implant procedure, before introducing the lead in the vein, the physician tested the screw mechanism on the table, but it was not possible to extract the screw from the lead tip. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned.